Event description:
Reprise IV study it was reported that a cerebral vascular accident occurred. In (B)(6) 2019 the subject was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelets medications at the time of index procedure. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The aortic valve was treated with deployment of a 23 mm lotus edge valve. There was correct positioning of the prosthetic heart valve into the proper anatomical location without the need to reposition. Two days post index procedure, the subject presented to the emergency department for altered mental status. Computerized tomography (CT) of the head performed without contrast revealed no evidence of acute intracranial process, however left parietal encephalomalacia with moderate cerebral volume loss were noted. The subject was hospitalized on the same day for further evaluation of stroke vs. Metabolic encephalopathy. At the time of the event the subject was on aspirin and clopidogrel, aspirin was stopped, and enoxaparin sodium was added for facilitating the anticoagulation and was started on levetiracetam for the altered mental status. Two days later, a repeat CT of head without contrast was again negative for any acute intracranial process, and other findings included moderate periventricular and subcortical white matter change which suggested chronic microvascular ischemic disease and evidence of old infarct of the left frontoparietal region was noted. Further diagnosis with magnetic resonance imaging (MRI) was recommended. The next day, MRI reports revealed a tiny scattered acute embolic infarct in the left frontal periventricular white matter, anterior limb of the left internal capsule and lower/medial left cerebellum, old left-sided cortical-based cerebral infarct involving the left frontal and left parietal regions with the associated encephalomalacia changes, chronic occlusion of the left internal carotid artery in the juxta seller region/proximal cavernous portion of the left internal carotid artery, stable mild atrophy with small ischemic changes, bilateral moderate maxillary sinus mucosal thickening. The subject was diagnosed with acute embolic cerebrovascular accident possibly due to the recent transcatheter aortic valve replacement. The next day, the event was considered recovered/resolved and the subject was discharged.

Manufacturer narrative:
B3 - date of event: corrected from (B)(6) 2019 to (B)(6) 2019.d6 - implant date: corrected from to (B)(6) 2019 to (B)(6) 2019.

Event description:
(B)(6) study. It was reported that a cerebral vascular accident occurred. In (B)(6) 2019 the subject was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelets medications at the time of index procedure. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The aortic valve was treated with deployment of a 23 mm lotus edge valve. There was correct positioning of the prosthetic heart valve into the proper anatomical location without the need to reposition. Two days post index procedure, the subject presented to the emergency department for altered mental status. Computerized tomography (CT) of the head performed without contrast revealed no evidence of acute intracranial process, however left parietal encephalomalacia with moderate cerebral volume loss were noted. The subject was hospitalized on the same day for further evaluation of stroke vs. Metabolic encephalopathy. At the time of the event the subject was on aspirin and clopidogrel, aspirin was stopped, and enoxaparin sodium was added for facilitating the anticoagulation and was started on levetiracetam for the altered mental status. Two days later, a repeat CT of head without contrast was again negative for any acute intracranial process, and other findings included moderate periventricular and subcortical white matter change which suggested chronic microvascular ischemic disease and evidence of old infarct of the left frontoparietal region was noted. Further diagnosis with magnetic resonance imaging (MRI) was recommended. The next day, MRI reports revealed a tiny scattered acute embolic infarct in the left frontal periventricular white matter, anterior limb of the left internal capsule and lower/medial left cerebellum, old left-sided cortical-based cerebral infarct involving the left frontal and left parietal regions with the associated encephalomalacia changes, chronic occlusion of the left internal carotid artery in the juxta seller region/proximal cavernous portion of the left internal carotid artery, stable mild atrophy with small ischemic changes, bilateral moderate maxillary sinus mucosal thickening. The subject was diagnosed with acute embolic cerebrovascular accident possibly due to the recent transcatheter aortic valve replacement. The next day, the event was considered recovered/resolved and the subject was discharged.